Event description:
According to the reporter, during a low anterior resection, the surgeon clamped the tissue of rectum and tried to fire the device, however the green buttons were not illuminated. The surgeon opened and closed the jaws repeatedly, the status was same. Then the surgeon removed the device out of patient's body, and closed the jaws, however the green buttons were not illuminated. Replaced by new shell and new reload, the green buttons were normally illuminated. Then the surgeon clamped the tissue and fired the device, however noted the stapling was incomplete. The display screen did not show the excessive force indicator at that time. The procedure was completed with another device. The surgical time was extended by more than 30 min. The status of the patient is no problem.